Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was detached from the delivery system and damaged its entire length with stent rows stretched and bunched.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the proximal left circumflex artery. Following pre-dilation, a 2.25x20mm promus element drug-eluting stent was advanced but failed to cross the lesion due to large resistance. During withdrawal, the stent was dislodged on the guidewire. The device was slowly retreated into the guide catheter and was completely removed outside the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the proximal left circumflex artery. Following pre-dilation, a 2.25x20mm promus element drug-eluting stent was advanced but failed to cross the lesion due to large resistance. During withdrawal, the stent was dislodged on the guidewire. The device was slowly retreated into the guide catheter and was completely removed outside the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.